Event description:
It was reported that the 5592 lead had an apparent conductor fracture. The 5076 was attempted but had fixing difficulties and was damaged due to repositioning many times. The 5592 lead was capped and both leads were replaced successfully. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The helix/lobe was distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism and visually noted apparent damage at implant.